Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1511402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the sealant would not deploy. Manual compression was applied for 15 minutes. The patient was not hospitalized. Procedure type: intervention peripheral.

Manufacturer narrative:
Visual inspection of the returned device revealed that the sealant was located inside the sealant sleeve at the balloon proximal tip and soaked in blood. The button 1 was depressed and pulled back inside the handle. The buttons 2 and 3 were found in the manufacturing position, which indicates an incomplete deployment process. The buttons 2 and 3 were inspected for anomalies that may have obstructed the device path during the deployment process. No anomalies were observed. A kink was noted in the introducer sheath at 15 mm from distal tip. However, it is unknown if the kink caused or contributed to the reported incident. The balloon was unable to inflate because the inflation tube was clogged. Based on the information provided and the investigation performed, the complaint was confirmed; however, the root cause for failure to deploy could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).